Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 20 ga x 1 in single port tubing ballooned. The following information was provided by the initial reporter: material no: 383516, batch no: 0070772. ¿ it was reported that the customer flushed nexiva sp 20g x 1" without issue before 2.5 ml/sec contrast injection at 325psi. The scan was completed but the tubing had ballooned on one side.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo. Upon inspection of the photo, it was observed that the extension tubing was ballooned confirming your reported defect. Tubing ballooning is not known to originate from the manufacturing process. The IFU states a maximum power injector pressure limit setting of 300 psi. Exceeding specification can result in the ballooning of the extension tubing. Ballooning of tubing may also occur if there is an obstruction or kinks in the tubing during pressure injection but no obstructions or kinks were observed in the provided photo. Based on the event description, exceeding the allowed pressure limit likely resulted in the ballooning of the extension tubing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that nexiva 20 ga x 1 in single port tubing ballooned. The following information was provided by the initial reporter: material no: 383516 , batch no: 0070772.   It was reported that the customer flushed nexiva sp 20g x 1" without issue before 2.5 ml/sec contrast injection at 325psi. The scan was completed but the tubing had ballooned on one side.